Event description:
The customer stated that during the ablation procedure, the impedance of the electrode needle failed to increase. The temperature was unstable and the equipment stopped automatically. The next day when the doctor conducted radiography, it was identified that the ablation was not successfully completed. The surgeon performed a second ablation therapy for the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
Testing of the incident act2030 electrode found it did not read the temperature within specification. Evaluation found the thermocouple solder joint was broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device.